Event description:
Boston scientific received information that the patient with this implantable lead reported that the lead was explanted in 1997 after being in service for approximately 14 years. The patient reported that the lead was explanted due to the lead rubbing against the patient's collar bone. The lead was not returned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.